Manufacturer narrative:
Product complaint # (B)(4). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A report from the field indicated that an (B)(6) year-old female patient underwent a mechanical thrombectomy procedure using a 5x33 embotrap ii (et009533/unknown lot#) at the target site of a long occlusion from the right internal carotid artery (ica) to the m1 and experienced a hemorrhagic infraction a day after the surgery. The first pass made was with a cat 7 aspiration catheter. The second and third passes made were with the embotrap ii and cat 7 aspiration catheter. It was reported that the embotrap ii was used as per the instructions for use (IFU). Although a considerable amount of thrombus was removed with each pass, the site could not be recanalized. During the fourth pass, the thrombus was eventually removed with an optimo guiding catheter and thus the artery was recanalized. The end procedure mtici score was 2b. However, a day after surgery a hemorrhagic infraction was confirmed via CT. As a result, the patient exhibited symptoms of left hemiparesis and improved consciousness disorder. The patient did not suffer from aphasia. The patient has been hospitalized and is being monitored. As per the doctor¿s opinion, the event of infarction is considered serious because the patient suffers from left hemiparesis. The event is possibly related to post-operative reperfusion. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received on 09 mar 2021 indicated that the patient exhibits residual symptoms of paraplegia on one side. The lot number of the embotrap complaint device is unknown. No further details could be obtained. There is no new information that alters the previous file type determination and/or reportability determinations. Section h6. Health effect - clinical code e013302 ¿cerebral infarction¿ has been removed from the complaint. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that an 85-year-old female patient underwent a mechanical thrombectomy procedure using a 5x33 embotrap ii (et009533/unknown lot#) at the target site of a long occlusion from the right internal carotid artery (ica) to the m1 and experienced a hemorrhagic infraction a day after the surgery. The first pass made was with a cat 7 aspiration catheter. The second and third passes made were with the embotrap ii and cat 7 aspiration catheter. It was reported that the embotrap ii was used as per the instructions for use (IFU). Although a considerable amount of thrombus was removed with each pass, the site could not be recanalized. During the fourth pass, the thrombus was eventually removed with an optimo guiding catheter and thus the artery was recanalized. The end procedure mtici score was 2b. However, a day after surgery a hemorrhagic infraction was confirmed via CT. As a result, the patient exhibited symptoms of left hemiparesis and improved consciousness disorder. The patient did not suffer from aphasia. The patient has been hospitalized and is being monitored. As per the doctor¿s opinion, the event of infarction is considered serious because the patient suffers from left hemiparesis. The event is possibly related to post-operative reperfusion. Additional information received on 09 mar 2021 indicated that the patient exhibits residual symptoms of paraplegia on one side. The lot number of the embotrap complaint device is unknown. No further details could be obtained. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Hemorrhage is a well-known extensively documented potential complication associated with the embotrap ii revascularization device and is listed in the IFU as such. The root cause of the event cannot be conclusively determined based on the available information; however, hemorrhagic conversion of stroke after revascularization (i.e. Tici score of 2b or higher) is a known occurrence in the setting of an infarcted brain. Because of diminished autoregulation in vessels supplying the infarcted tissues with the inability to retain blood inside of the arteries, there is an increased risk of hemorrhage upon return of normal blood flow. The use of tpa also puts the patient at a higher risk for experiencing hemorrhagic transformation. A review of the available information suggests that patient, procedural, and pharmacological factors may have contributed to the reported hemorrhage. There is no indication that the device malfunctioned or that it is related to the device design or manufacturing process the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.